Event description:
It was reported that there was a leakage incident while using the dignishield and the usage was stopped after leakage was observed during use but was unable to determine where the leak was coming from.

Manufacturer narrative:
The reported event was confirmed cause unknown. Eight photos were received for evaluation. The photos show the valve connection sites where it looks like the adhesion of the valve to the tubing was done sloppily and the valves appear to be disconnecting at the adhesion site. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. DHR is unable to be performed as the lot number is unknown. No additional actions can be taken at this time. Corrections: d, e, f, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a leakage incident while using the dignishield, and the usage was stopped after leakage was observed during use but was unable to determine where the leak was coming from.